Manufacturer narrative:
Additional manufacturer narrative: pvl can occur in the mitral and aortic position for similar reasons. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play critical role in valve function and efficiency. The mitral valve annulus is known to have a twisting motion due to anatomic distribution of the myocardial muscular fibers which interact and ultimately influence the impact of the mechanical stresses along the annulus. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The root cause of this event cannot be conclusively determined with the available information. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Reference MDR 2015691-2021-02162. Device remains implanted in the patient.,

Event description:
It was learned that a patient with a 29mm 3300tfx pericardial valve, implanted in the mitral position, developed recurrent chf and moderate pvl underwent percutaneous closure of an anteromedial/medial mitral pvls with amplatzer device x2 after an implant duration of seven (7) years, one (1) month.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. Updated h6 type of investigation by adding code-3331. H11: corrected data: corrected h6 component codes by replacing code-527 with code-4755. Corrected h6 investigation conclusions by replacing code-4315 with code-50. Corrected h6 type of investigation by removing code-4111.